Event description:
Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted patient outcome: 104: cancelled/rescheduled - post sedation/sedation unknown, f23: unexpected medical intervention. Event description: it was reported that: after losing the transseptal and finding his way back to the la, the guidewire could not be advanced. The physician took out the farawave catheter and we noticed that the guidewire lumen was bent/kinked. The physician got a new farawave catheter and a new guidewire. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. Is capital equipment involved? No have you attached a photo or a video? Yes, clinical trial? No actions taken: replaced catheter procedure outcome procedure cancelled/rescheduled if cancelled, what was patient's sedation status: procedure stopped because of tamponade. Pericardiocentesis was performed. Patient was in ga at all times. Study export available (anonymized only)? No is fluoroscopic system portable? No advanced study export with sis data available (anonymized only) yes patient death? No patient complication(s)? Yes, if yes, please describe clinical observations, complication(s), actions taken/intervention, if actions/intervention resolved event and clinical outcome/resolution noting: procedure was cancelled as it was impossible (B)(6) physician to maneuver around and he did not know where he was. Tamponade was noticed on the echo afterwards. Pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital (in ga) note if the procedure was completed or not and if there was prolonged hospitalization the procedure was not completed. The ripv was not treated can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The issue was not resolved. The procedure was ended as the patient had a tamponade picture will be sent with this form? Yes. Event date: 2026-3-5. As reported device codes: 1274: difficult to advance, 1763: kinked. As reported patient codes: 9042: cardiac tamponade.

Manufacturer narrative:
Awaiting additional information.